Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported under infusion, which was reproduced. During evaluation, the device underinfused at a 40ml/hr rate and was found to have the fingers and valves traveling out of specification. The pump was calibrated to ensure proper functionality.

Event description:
It was reported that a spectrum pump failed the flow rate test (medication unknown, 50 ml to be infused at 200ml/hr) only 30 ml was infused at the end of the infusion. Any patient involvement, injury or medical intervention is unknown.